Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) customer is complaining about units autofill failure error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. During the visit, the fse observed the unit for more than an hour on a datascope catheter, and was unable to find any errors on the unit and found the unit working ok. The fse recommended to only use datascope catheters. The unit was then handed over to the customer in good working condition.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) customer is complaining about units autofill failure error. There was no patient involvement.